Event description:
Report received from the USA stating that there was a "hole in the hose" of the device. It was unk to the reporter if the "hose is leaking air, oil, or both." It was unk to the reporter if the device was used in surgery. It was unk to the reporter if injury or medical intervention was reported. There was no additional information provided.

Manufacturer narrative:
The device was received by anspach. The event was confirmed. It was noted that the device has been altered. The hose was replaced by a different one. Evidence indicates this is due to improper handling. If additional information is received, a supplemental report will be sent.